Manufacturer narrative:
(B)(4).

Event description:
It was reported that a perforation was discovered and pleural effusion occurred and the fluid had to be drained from around the patient's heart. The patient was in stable condition, on 11/07/16 the lead was capped and replaced. No additional information was reported.